Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, a load cell verification test, a valve actuation test, and a mushroom head check. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis [cc(pd)] therapy utilizing the liberty select cycler and the serious adverse events of cardiac arrest and death. The etiology of the events is unknown; therefore, causality cannot be established. Additionally, it is unknown if the patients cardiac arrest and/or death transpired during ccpd therapy or after completion, as the patient was found still connected to the liberty select cycler >4 hours after the treatment concluded. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Furthermore, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the totality of the information available, the liberty select cycler cannot be disassociated from having a possible causal or contributory role in the events. While there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the events. The absence of causality, timeline, death certificate, esrd death notification, treatment record and a manufacturer evaluation of the suspect device precluded a more in-depth investigation. Therefore, the liberty select cycler cannot be excluded from the serious adverse events.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired at home. The patient was found still connected to the liberty select cycler approximately 4 hours after the completion of ccpd therapy. Follow-up with the patients pd registered nurse (pdrn) confirmed the patient expired while sleeping at home due to a cardiac arrest, cause unknown. The pdrn reported the patient attended a cardiology appointment earlier in the week, in addition to a fresenius telehealth appointment. In both instances, the patient appeared healthy and denied any issues or concerns. The patient was compliant with all aspects of his care and his death was unexpected despite his cardiac history. The pdrn stated she was unable to review the patients treatment data due to the way the cycler was powered down. However after rebooting, the machine performed as expected and no alarms were noted. The pdrn stated she does not believe the liberty select cycler or any fresenius device(s) and/or product(s) caused or contributed to the events. The cycler is scheduled to be returned. No discharge summary is available, as the patient was pronounced at home and taken directly to the funeral home. Additionally, no death certificate or esrd death notification is available as the patients chart has been locked following their passing.

Manufacturer narrative:
Correction: b7.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.